Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ seroma-late: unable to observe since it is not related to the device. ¿ pain: unable to observe since it is not related to the device. Additional observations: ¿ deformation is observed. ¿ creases are observed. ¿ wear abrasion is observed. ¿ white particles were observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left side with "bilateral pain and stinging". Physician later reported capsular contracture baker grade ii and seroma. The device has been explanted and replaced with a non-allergan device.

Event description:
Patient reported left side with "bilateral pain and stinging". Physician later reported capsular contracture baker grade ii and seroma. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma. Device evaluation: visual analysis of the photographs identified: pain: unable to observe as it is a medical event that is not related to the device. Seroma-late: unable to observe as it is a medical event that is not related to the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observation: deformation observed. It is not possible to determine the lot number or catalog through the photos provided. No further actions are required as no manufacturing issues are observed.